Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low apoa tina-quant apolipoprotein a-1 ver.2 and apob tina-quant apolipoprotein b ver.2 results for one patient sample from the cobas 8000 c 502 module. The apoa initial result was result is 0.00 g/l (plasma). On (B)(6) 2018, the repeat results were 1.18 g/l (plasma) and 1.26 g/l (serum). The apob initial result was 0.03 g/l (plasma) on (B)(6) 218, the repeat results were 0.81 g/l (plasma) and 0.83 g/l (serum). The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The apoa reagent lot number was 26056501iu with an expiration date of 30-apr-2019. The apob reagent lot number was 27494301iu with an expiration date of 30-jun-2019.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Customer only ran 1 level of qc on the day of the event.  There were no suspicious alarms around the time of the event. The field service engineer checked the instrument regarding gear pump pressure, adjustment of needle, wash volumes and could not find any inconsistency and indicated the system seems to be ok. He noted that the aliquots are placed on the instrument manually and not all racks are equipped with adapters for the racks.